Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the ok, stop, and up & down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler underwent and passed a voltage check. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patient¿s liberty select cycler would not turn on. The cycler was connected to a three prong wall outlet that was not being shared. The power cord was secured at both ends. The cycler was reset/rebooted, however the problem continued. The peritoneal dialysis nurse (pdrn) reported that the patient has been using the clinic¿s cycler to complete their peritoneal dialysis (pd) treatments. At that point in time, the technical support representative advised the patient that the cycler would be replaced. The pdrn reported that the patient would continue using the clinic¿s cycler until the replacement was received. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that the transformer on the inverter board was burned.